Event description:
It was reported that a large volume infusor had particulate matter in an unspecified location. This was found after filling the device but before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14g045 was manufactured from july 22, 2014 to july 23, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.